Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient noticed that the incision at the pocket site was starting to de-hiss (experience dehiscence). The patient lived in a care facility that potentially wasn¿t caring for the wound very well. The patient came into the emergency room with wound erosion. There was a small hole in the incision exposing the battery. The surgeon decided to open the pocket, wash out the wound and any infection that may have existed and replaced the battery with a new sterile battery. The issue was resolved.